Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys tsh assay (tsh) on a cobas 8000 e 801 module (e801). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. (B)(4). Refer to the attachment for all patient data. The sample was initially tested on the customer's e801 analyzer. The sample was then provided for investigation, where it was tested on a second e801 analyzer, a cobas 6000 e 601 module (e601), and a cobas e 411 immunoassay analyzer (e411). The sample was also tested on a centaur analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the e801 analyzer used at the customer site was asked for, but not provided. The e801 analyzer used for investigation was serial number (B)(4). The ft3 reagent used on this analyzer was lot number 257824, with an expiration date of 31-oct-2018. The e601 analyzer used for investigation was serial number (B)(4). The ft3 reagent used on this analyzer was lot number 257857, with an expiration date of 31-jul-2018. The e411 analyzer used for investigation was serial number (B)(4). The ft3 reagent used on this analyzer was lot number 257857, with an expiration date of 31-jul-2018.

Manufacturer narrative:
A sample from the patient was provided for further investigation. The tsh values obtained by the customer and during initial investigation could be duplicated. Values generated with both roche and siemens assays were above the upper level of the normal reference ranges of the respective assays. The investigation was unable to find a definitive root cause.